Event description:
The explanted generator and lead was received by the manufacturer on (B)(4) 2012 and product analysis of the explanted generator has been completed. The generator was found to be at end of service as the result of normal battery depletion. The generator performed according to functional test specifications and there were no performance or any other type of anomalies observed during the analysis. Analysis of the explanted lead has not been completed at this time. Additional information was received on (B)(4) 2012 when it was reported that no x-rays were needed. The high lead impedance was obtained during diagnostic testing in the or and the surgeon found the lead to be broken while dissecting to the lead. There were no reports of any trama to the patient's chest.

Event description:
Product analysis was completed on the explanted lead. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, both the connector pin and connector ring quadfilar coils appeared to be broken approximately 28mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as being mechanically damaged which prevented identification of the coil fracture type with fine pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during a generator replacement procedure on (B)(6) 2012, high impedance was observed on a system diagnostic test after the generator was replaced. The patient then underwent a full revision. The explanted generator had not been interrogated since 2010 and had since reached end of service. The explanted products have not been returned to the manufacturer to date. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.